Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen for a routine follow-up and the physician observed a red screen with elective replacement indicator (eri) at 27 percent of capacity. A bd alert was noted, and it was suspected that the device was exhibiting premature battery depletion. Data was analyzed and boston scientific technical services indicated that the power consumption has been increasing abnormally and recommended device replacement due to this anomaly. There were no adverse patient effects reported. The device remains in-service. Additional information was provided, it was reported that the patient's health condition had improved, and the physician decided to explant the s-ICD system. There were no additional adverse patient effects reported. There was no allegation against the electrode. The device is expected to return for analysis. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen for a routine follow-up and the physician observed a red screen with elective replacement indicator (eri) at 27 percent of capacity. A bd alert was noted, and it was suspected that the device was exhibiting premature battery depletion. No data has been provided for technical services review. There were no adverse patient effects reported. The device remains in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen for a routine follow-up and the physician observed a red screen with elective replacement indicator (eri) at 27 percent of capacity. A bd alert was noted, and it was suspected that the device was exhibiting premature battery depletion. Data was analyzed and boston scientific technical services indicated that the power consumption has been increasing abnormally and recommended device replacement due to this anomaly. There were no adverse patient effects reported. The device remains in-service. Additional information was provided, it was reported that the patient's health condition had improved, and the physician decided to explant the s-ICD system. There were no additional adverse patient effects reported. The device and electrode are expected to return for analysis.